Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 13.5 cm distal to the is 1 connector pin. A proximal and a distal lead fragment were received. In between a 5 cm segment of lead body was missing. The returned lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular between 17 cm and 16 cm proximal to the lead tip the insulation was rubbed through. This damage can be considered as the root cause of noise reported in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion due to interaction with another implantable device or modified tissue over a relatively long service time of nearly 9 years should be taken into account. Diagnostic images clarifying this assumption were not available. Furthermore the svc shock coil was deformed which most likely resulted from the extraction procedure. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
Noise was detected on the rv pace and sensing channel. The noise appears to be caused by an insulation issue. Lead impedances are normal. This lead was explanted.